Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a neuron max 6f 088 long sheath (neuron max), and a guidewire (0.014). It was reported that the patient¿s anatomy was tortuous with a significant turn at the internal carotid artery (ica) terminus and mca. During the procedure, the physician experienced resistance while advancing the red72 and sendit past the ica terminus. The red72 and the sendit where advanced to the target location, the physician then experienced resistance again while removing the guidewire and the sendit. The physician continued to pull the sendit from the red72 and it was reported there was a release of pressure. Upon removal of the sendit, the physician noticed that ten centimeters of the sendit distal length was missing. Aspiration was initiated on the red72 to secure the fractured segment of the sendit under fluoroscopy. The red72 containing the fractured segment of the sendit was removed from the patient. The fractured segment of the sendit was then flushed out of the red72 on the back table. It was reported that the red72 was noticed to be kinked at the distal end. Therefore, the red72 was not used for the remainder of the procedure. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), the same neuron max, and another guidewire (0.035). Thrombolysis in cerebral infarction (tici) 3 was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sendit confirmed a fracture on the distal end. If the device is retracted against resistance, damage such as a fracture may occur. The kinks and ovalizations on the distal end of the retuned red72 likely contributed to resistance during retraction of the sendit during the procedure. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.